Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had overheating. No additional event or patient information is available. The receiver has been received for evaluation. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B)(4)

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver was charged but failed to boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A receiver final functional test was performed and passed. The receiver was opened for an internal visual inspection and failed due to a damaged reset button. The reported event of the overheating of the receiver was not confirmed. The probable cause could not be determined.